Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was having 9 to 16 contacts out on the patient's lead. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional information was received that no information can be obtained from the patient.

Event description:
A report was received that the patient was having 9 to 16 contacts out on the patient's lead. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Additional information was received that the patient had damaged contacts. It was also reported that the patient's ipg appeared to be malfunctioning as it has shut off unexpectedly. The patient underwent a revision procedure wherein the leads were replaced. It was also reported that the ipg was replaced per physician's preference. Device malfunction was suspected with the leads. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having 9 to 16 contacts out on the patient's lead. The patient will undergo a revision procedure wherein the lead will be replaced.